Event description:
Follow up information identified the patient underwent surgical intervention to remove the entire scs system, however; the distal tip of one of the octrodes remains in the epidural space. Several attempts were made to implant a new scs system, however; the physician was unable to advance the leads into the epidural space and the procedure was abandoned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with a scs system which includes two leads from the same lot. It was reported the patient was experiencing auto-reducing and ineffective stimulation. Reprogramming was unable to resolve the issue. Lead diagnostics revealed multiple high impedances and two low impedances. The patient has suffered multiple falls and fractured both arms months ago. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.